Event description:
In 2009, the pt reported experiencing elevated blood glucose. She stated that five days prior, her blood glucose measured "hi" in her blood glucose monitor at 8:05 am and she bolused 8-9 units of insulin. At 9:30 am, her blood glucose measured 452 mg/dl. On two days prior to original date, her blood glucose measured "hi" at 10:30 am and she bolused (amount unk). On the next day at 9:40 am, her blood glucose measured 479 mg/dl and she bolused 6.5 units of insulin. At 6:30 am on original date, her blood glucose measured 500 mg/dl and she bolused 6 units of insulin. By 2:20 pm, her blood glucose measured 315 mg/dl. The pt verified that her basal rates were correctly programmed. Troubleshooting did not reveal any product issues. She stated that she changes her infusion site and tubing once per week. She was advised to change the infusion site every 3 days and the insulin cartridge ever 6 days. She stated that she has experienced high stress lately. She has a doctor's appointment approx two months later, but stated that she will contact the office sooner for advice. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.